Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with dried white foreign material on the tip of the needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and aspiration. However, no bubbles were observed during both functional tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to sold material blocking the aspiration path and once the interference was removed the probe was able to actuate. The needle holder/retainer were disassembled and visually inspected, all components were deemed conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure, the evaluation also indicates the probe had an actuation failure. However, no bubbles were observed during both functional tests. The exact cause of the actuation failure cannot be determined from the evaluation performed. The root cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. Furthermore, the reported event was reported to have occurred prior to surgery; however, the nominal wear indicates the probe has been used greater than time timeframe during manufacture of the device. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the aspiration failure and the foreign material in the aspiration path could not be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the probe had no aspiration and spit bubbles before surgery. The procedure type was unknown. The entire surgery was postponed for ten minutes and was completed by replacing with new probe. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the probe had no aspiration and spit bubbles before surgery. The procedure type was unknown. The entire surgery was postponed for ten minutes and was completed by replacing with new probe. There was no patient harm.